Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/07/2016. Device evaluation: the device has been returned and evaluated by product analysis on 08/12/2016 with the following findings: the black box shows evidence of unexplained "por" events on (B)(6) 2016. Pump powers with returned battery cap to a dim discolored display. Battery cap is unable to fully tighten. Battery cap measures within specifications. A battery compartment crack is observed in thread area and below grip pad. Evidence of moisture contamination inside battery compartment and underside of battery cap. The pump was exercised with returned battery cap for 24 hours. No reboot, loss of power or call service alarms duplicated. A "intermittent power" event was not duplicated during investigation. Leak test shows leak at battery compartment crack. Removed pump case. No evidence of additional moisture contamination inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.